Manufacturer narrative:
(B)(4). The service technician reported that no service order was created for this specific complaint as the customer continued to use the unit. The unit was in the depot for a preventive maintenance on 03/05/2017. Complete pm with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety test per factory specifications and returned to customer and cleared for clinical use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). Patient was placed on cardiohelp support in the cath lab, where initial delta p readings were 90. The cardio-help was exchanged issue occurred during a patient treatment. It was reported there was no harm to the patient.